Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter as reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that the patient underwent implantation of the inferior vena cava (ivc) filter due to their history of deep vein thrombosis (dvt), pte, and having failed medical management for it. During placement of the ivc filter via right groin, the filter was deployed between l3 and l4 level without signs of any problems. An x-ray was obtained afterwards and showed good placement. The patient tolerated the procedure well. According to the information received in the patient profile from (ppf), the patient became aware of the alleged events approximately on or about seven days post implantation of the ivc filter and reports to suffer from blood clots, clotting, occlusion of the ivc, bloating, pain, emotional distress, mental anguish, anxiety, and stress.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. Per the medical records, the patient underwent implantation of the ivc filter due to history of deep vein thrombosis (dvt), pte, and having failed medical management. During placement of the ivc filter via right groin, the filter was deployed between l3 and l4 level without signs of any problems. An x-ray was obtained afterwards and showed good placement. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient. Per the patient profile from (ppf), the patient reports blood clots, clotting, occlusion of the ivc, bloating, pain and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, pain and bloating do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.